Manufacturer narrative:
Correction: the analysis results of the lead (977a290, lot no 0210643658) was previously reported in the third follow-up report of mfg report number 9614453-2016-06693. Device evaluation: analysis of the 977a290 lead found all conductors were broken 31.7 cm from the distal end.

Event description:
Additional information was received from the healthcare professional and patient via the manufacturer representative. It was reported the patient was operated on by the doctor for angina pectoris. It was clarified the high impedance was greater than 10,000 ohms at all points. When changing the lead in (B)(6), a kink below a bump was observed. The hospital told the patient that the kinked lead was sent for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# 0210643658, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced a loss of stimulation. It was unknown whether any external factors had led or contributed to the issue. Impedance testing was performed and found high impedances on all electrodes; no further troubleshooting was performed. The patient¿s lead was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.